Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to faulty force sensor. The motor was tested outside of the device and it passed. The pump was received with a missing end cap sticker, a cracked case at the display window corners, a cracked belt clip slot, and a broken reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump alarmed motor error while he was attempting to bolus. Customer didn't know her blood glucose level. The customer did recall any significant event which may have led the device to alarm. The device was not exposed to an MRI. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.